Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup vvi. In (B) (6) 2009, the estimated remaining longevity to elective replacement indicator (eri) was 1.25 to 1.5 years. The current drain varied between 10 ua and 23 ua. Analysis of the device image did not reveal eri battery measurements.